Event description:
The customer contact reported the device short circuited. During testing at user facility, evidence of electrical sparking on the ac was noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found during visual inspection there was evidence of electrical sparking, charring and burning at the female end of a non-authorized hospira ac power cord and the ac receptacle of the device. No probable cause could be determined due to not being able to perform the electrical testing of the ac power cord due to the female end showed evidence of electrical sparking, charring and was burned. Also the ac receptacle was damaged and showed charring and burned, and was not possible to connect the device to ac power. The customer' s complaint that the pump was in short circuited was confirmed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.